Event description:
It was reported that while trying to load a balloon catheter onto this guide wire, resistance was met. Further inspection revealed that there was what appears to be foreign material on the guide wire. The system was removed and was not used.